Manufacturer narrative:
A visual inspection of one opened and used enlite sensor found no broken or missing parts; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the sensor cannula broke. Customer's blood glucose level was 71 mg/dl. The cannula broke off after insertion. The sensor cannula was no longer in the body. The customer was advised that the device would be replaced and agreed to return the product for analysis.